Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of the device being unable to discharge was intermittently observed but unable to reproduce the device blanking out. Internal inspection revealed that the ECG shields became detached from the latch and were making contact with the digital board and pd engine. The ECG shields were replaced to resolve the problem. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge and the display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.